Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedance values that gradually rose to consistently high values. The pacemaker from this system was at elective replacement indicator (eri), therefore the pacemaker was explanted, and the rv lead was surgically abandoned at the same surgical intervention. A new device and rv lead were implanted. No additional adverse patient effects were reported.